Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection with inflammation and drainage at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (date not reported).